Manufacturer narrative:
The da vinci 8 mm harmonic ace curved shears was returned for analysis. Failure analysis confirmed the issue reported by the customer. The 8 mm harmonic ace curved shears was found to have a missing teflon pad from the clamp arm. Additional observation not reported by site that is not related to the customer reported complaint: the 8 mm harmonic ace curved shears was found to have a bent blade. The bending is obvious when closing the clamp-arm.

Event description:
It was reported that during a da vinci-assisted malignant - total hysterectomy surgical procedure, a harmonic ace curved shears' insulation was peeling. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the robotics coordinator rand confirmed no arcing, smoke, or sparks with the harmonic ace curved shears during the procedure. The insulation was starting to peel. The only patient information available was the patient was female.